Manufacturer narrative:
This supplemental report is being submitted to provide the corrected data that was updated in the complaint. Corrected fields: d4 - lot #, h4.

Event description:
No new information provided by the customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. A potential cause was the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device loop was unable to be released. There was no patient involvement.